Event description:
Primary surgery - the mp8 liners, would not fit into the mp8 size 54 shell; four subsequent liners were wasted in the process. This event resulted in a 30 minute delay in surgery.

Manufacturer narrative:
The reason for the complaint was during the primary surgery the liners would not fit/lock into the shell. There was a 30 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical and was visually examined. A review of the device history records showed no non-conforming material reports associated with this product. A visual examination of the returned products revealed a screw head indentation on the back side or outer diameter of each liner. Critical dimensions (including snap engagement features, overall height, scallop diameter) measured within specification. The inspection suggests the liner was within critical specifications when used in original surgery. The probable root cause of this complaint is a partially inserted bone screw into the fmp shell bone screw holes which stopped the liner from being able to lock into the shell. Other factors that can contribute to the poly liner not engaging the shell include inadequate impaction force, improper alignment, and debris in the acetabular shell. There was no information reported that showed a material or manufacturing problem with the product.